Event description:
A report was received that the patient was unable to charge the ipg and was not communicating properly due to ipg transverse migration. Revision was recommended. The patient was given vicodin as needed for pain.

Event description:
A report was received that the patient was unable to charge the ipg and was not communicating properly due to ipg transverse migration. Revision was recommended. The patient was given vicodin as needed for pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-8216 serial/lot #: (B)(4) description: artisan surgical lead, 70cm model #: sc-2218-70 serial/lot #: (B)(4) description: linear st lead, 70cm additional information was received that the patient had episodes of seizure so the physician decided to explant the scs system. The physician had no information if the seizure was device or procedure related. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.